Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the patient noticed that the IV tubing leaked near the upper fitment where the IV tubing enters into the IV channel. Although requested, additional information was not provided.